Event description:
A lifecor patient services representative (psr) called customer support to request a replacement battery pack. Hers shows the "battery needs service" light when in the charger and does not work when inserted into a monitor. The psr's battery pack was replaced.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with less than 3 volt output. One of the three lithium-ion cells had developed an internal short, which discharged the remaining two cells. The root cause was a random component failure. No adverse event resulted from the faulty battery pack. The battery pack was not in use by a patient at the time.